Manufacturer narrative:
Vyaire technical support reported that this touchscreen problem is a clear case of a known issue affecting 6th generation touchscreens (non-responsive/slow-reacting) in which the root cause has been traced to the soldering process of the chip carrier to the touch controller board. An 806 report reference number 3004553423-11/21/19-002-c is in scope for the suspect device and a software fix will be made available. Additionally, the technical support asked the customer to train the end user on how to force shutdown the bellavista 1000e. The user interface assembly is for replacement and the defective component will be sent back to vyaire.

Event description:
The customer reported that the bellavista 1000e touch screen was not reacting to user inputs during ncpap ventilation on a patient, and the end user is unable to force shutdown the device. The customer also reported that the patient was transferred to a back up ventilator. The customer confirmed that the device continued with the last applied settings and there was no patient harm that was associated with the event.